Manufacturer narrative:
Correction - b1 - product problem should not have been checked since the issue was an infection and not device malfunction.

Event description:
New information received notes that the system was explanted due to a systemic infection. There is no known allegation from a healthcare professional that the pacemaker system or procedure caused or contributed to the infection. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. Final analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2021-23684, 2017865-2021-23686. It was reported that the pacemaker, right ventricular and right atrial leads were explanted for unknown reasons. The patient condition was unknown.